Event description:
Technical services received a call on (B)(6) 2012. Caller stated that this rv lead was implanted (B)(6) 2012. When patient was in post op area, after a little time passed, noticed some undersensing. On (B)(6) 2012 the physician looked at fluoro and noticed that the lead screw was not all the way out. So patient will receive further workup. Physician was (B)(6). Caller called back and stated that the patient will be sent home today, (B)(6) 2012. No further intervention planned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).